Manufacturer narrative:
At analysis it was noted that the keypad was scratched and the menu was difficult to read. The unit was cleaned and inspected, the keypad and upper case were replaced, the unit was tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.